Event description:
Several years ago, the (B)(6) purchased 16 mechanical cardiopulmonary resuscitation (CPR) devices. There are three (3) batteries per device. We have been having, since their purchase, problems with battery failure. Devices are tested and they read as fully charged, when used they start to fail within 2-3 minutes. Zoll replaced all the batteries and chargers in summer of 2012. Zoll has recently come out with lithium ion batteries to replace these nickle metal high dried batteries that have been failing.====================== manufacturer response for autopulse batteries, autopulse nickle metal high dried batteries (per site reporter).====================== they suggest we purchase the new batteries (lithium ion).